Event description:
Boston scientific received information that this product was replaced due to normal battery depletion. Preliminary analysis determined that the device reached end of life (eol) and longevity calculations could not be calculated as the device did not display elective replacement indicator (eri) information while implanted. No adverse patient effects were reported as a result of the replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eol battery status was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.